Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of .6 mmol/l which caused them to become unconscious; cause was not known. A high concentration glucose IV was administer by a health care provider to address the bg. Customer was discharged from the ER on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. System check with tandem technical support did not identify any additional issues with the pump or related supplies.